Event description:
In 2005, a male, was implanted with a fep ringed gore-tex stretch vascular graft with removable rings (lined) in a cross-over bypass procedure from one femoral artery to the other. Two weeks later, the pt presented with a right groin wound dehiscence and a debridement procedure was performed. The wound appeared to have purulent drainage, which was throughly irrigated. The following day, the pt presented with a graft infection and the graft was explanted. No purulent drainage or any inflammatory mass was in the right groin. The pt tolerated the procedure well.

Manufacturer narrative:
A review of the manufacturing and sterilization paperwork has been conducted. The review of the manufacturing and sterilization records for the device verified that the lot met all pre-release specifications. Attempt(s) to acquire info required for this form was made by gore. Blank required fields indicate that the info was not provided, was deemed unavailable or was not applicable.